Event description:
Manufacturer received a report alleging that while the consumer was undressing, their clothes got caught on the broken joystick and the chair ran over their foot. As a result of the incident, the consumer sustained a broken foot.